Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an explant procedure. The patient was noted to have pocket infection and so the implantable cardiac monitor was explanted. The device also exhibited undersensing. The patient was stable post procedure.